Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products continued: 5076 x2 implantable pacing lead (B)(6) 2011. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had dislodged resulting in high pacing threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.